Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to insert catheter, the coronary sinus was dissected. The dissection was allowed to heal on its own and the patient was stable throughout the procedure.